Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. The aortic neck was angulated and conical in shape. The bifurcated stent graft was initially implanted 5-6 mm below the level of the renal arteries. A CT scan performed 33 months after implant documented the stent graft has migrated 5 mm and was 12 mm below the renal arteries. There was a type 1 endoleak present and the aneurysm has expanded to 6.9 cm. There were also type 2 endoleaks from lumbar arteries. It was reported the aortic neck is now more conical and more angulated. It measures 2.2 cm below the renal arteries. Plan to implant an aortic cuff and coil embolize the lumbar arteries at a later date. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: type 2 endoleak, dilated, angulated and conical aortic neck, endoleak, migration. Conclusion: type 2 endoleak, dilated, angulated and conical aortic neck.